Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the lcd screen was blank due to the device failing to power on. The device's system board was replaced to address the issue.